Event description:
T was reported that a home care client called customer service to report a leaking administration set at the filter site. Client claimed every time he received IV therapy the set would leak or form fluid at the filter site in the administration set. Client stated he is receiving IV therapy through spectrum nursing and the pharmacy provider is calea which he has informed of the issue. No patient injury reported. Additional information received via email on the (B)(6) 2022 and attached to complaint object: there is no facility name. The client/patient called from his home. He called customer service to complain.

Manufacturer narrative:
Manufacturing site address is unknown. Catalog number is unknown. Lot number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.